Event description:
It was reported that the 8800 system had a filament select error message during a pm. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mono-block, mono-block controller, battery pack, and power cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.